Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. Have a broken main tube approximately 2.00 from the distal tip. Components adjacent to this broken main tube do not show damage. Visual inspection found all internal cables to be broken and material was found missing. The complaint regarding the instrument tip popping off was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tip-up fenestrated grasper instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer reported that the tip of the tip-up fenestrated grasper instrument was caught on the edge of the trocar and popped off. The whole trocar and instrument had to be removed together. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury.